Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 350 mg/dl at the time of the incident and blood glucose was 450 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.